Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: h6: device codes: upon complaint review, it was determined that the device code reported on the initial report was inaccurate. Therefore, the device code has been updated to reflect the accurate representation of the device malfunction.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device was received and inspected. The complaint was not confirmed. An eiii needle was loaded into the device and the jaw was closed onto a test strip. The trigger was pulled and the needle deployed into the test strip as intended. No defect was found, therefore no root cause is available for the reported failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported via phone by the sales rep that the needle on the customer's expressew iii w/o hook would not deploy during a rotator cuff repair. They then tried an expressew iii w/hook and the jaw would not close. The doctor completed the procedure using a competitor's device. There was no delay in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.